Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The complaint sample was leaking at the filter. Filter is a supplied component. The concerned filter batch was manufactured before implementation of the corrective actions. Mitigation actions by b.braun. The test specification for incoming goods inspection has been revised. The sampling size has been increased. Training had been provided to the relevant inspection personnel to ensure that more tightened samplings are being performed for a better control. (Status completed, completion date: 2021-08-20) corrective actions by supplier root cause 1: wrong parameter setting by operator. Corrective action 1: a. The work instruction containment and disposition of in-process nonconforming product, had been revised to add in the requirement of the necessary containment and disposition of products in the event of parameter was out of the validated parameters to ensure no escapee of the defective parts. (Status completed, completion date: 2021-10-29). B. The human machine inference programming with poka-yoke concept had been established to ensure that the heat stake temperature parameter will not be able to set out of the validated process parameter. (Status completed, completion date: 2022-06-17). Root cause 2: heat stake die not cleaned adequately by operator. Corrective action 2: the human machine inference programing with poka-yoke concept had been established to ensure the machine is stopped and the machine door is opened automatically at established frequencies (every 750 pieces) for operator to perform cleaning process of heat stake tool. (Status completed, completion date: 2022-06-30). Root cause 3: dead plate position shifted/ not optimized in nest. Corrective action 3: dead plate position was corrected and optimized, and the dead plate is now affixed permanently to ensure that the position will not able be shifted unintentionally. (Status completed, completion date: 2021-11-30). Root cause 4: lack of molded component dimensions measurement during in-process inspection. Corrective action 4: measured all dimensions of components molded from old tool during validation on 2021-07-12 & new tool on 2021-05-24, all cavities meet the print specification for dimensions associated with vent heat staking and welding process. Implemented full dimension inspection since the validation. (Status completed, completion date: 2021-07-12). Root cause 5: the design of energy director for vent component and grid component is not optimized . Corrective action 5: design of ultrasonic energy director will be optimized for vent component and grid component in order to provide a consistent self-centered housing alignment before welding, along with a point contact targeted location for welding. (Status in progress, target completion date: tba). Root cause 6: the size of the nest is not optimized corrective action 6: tighten and tune nests. Work on design of nest after part design change to incorporate addition of energy director. (Status in progress, target completion date: tba). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in portugal: "chemo leakage." According to the cusomer: "the pump did not infuse. The patient took the bomb home and realized that liquid leaked through one of the entrance ports, so he clamped the system. After removing the pump, the nurse noticed that there seemed to be a crack in the entryway."